Event description:
It was reported that this right ventricular (rv) lead was repositioned due to a perforation. The patient reported feeling chest pain and some measurements were unstable, including high pacing thresholds, impedance drop, and loss of capture. Perforation was confirmed through x-ray and a mild effusion was noted through an echo, additionally the patient was having diaphragmatic stimulation. During the lead revision the lead was repositioned successfully. Lead remains in service. No additional adverse patient effects were reported.